Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited low shock impedance measurements. As a result, the patient was brought in to the office. Device interrogation revealed normal pace and shock impedance measurements. Isometrics did not reveal any anomalies. A high voltage commanded shock was performed and resulted in appropriate impedance measurements. The physician was satisfied with the lead integrity and the patient was sent home without any programming changes. No adverse patient effects were noted.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.